Event description:
During revision the surgeon requested a femoral straight long stem for implant. A package was opened with the correct description, code 526520n. But the product inside was product code 562520r. Due to the mistake the surgeon had to use an implant that was not 100% suitable to the patient pathology. Surgery time was delayed by 120 minutes.